Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) visited onsite and confirmed the reported malfunction. Upon troubleshooting, it is found a power outage caused a phase issue in the ups, preventing system turn-on. To resolve the issue, the fse bypassed the ups. The customer confirmed the fixed hospital power issue and that a replacement ups is pending. After bypass the ups, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
(B)(6).